Event description:
On 07/13/2022, it was reported by a sales representative via sems that a ar-3680 implant would not seat. This occurred on (b)(6 2022 during a distal biceps repair after the surgeon drilled accordingly, the implant was attempted to be inserted several times but would not seat. To complete the case a ar-2260 implant system was used and there was no issue with the device. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.